Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted in intensive care unit due to diabetic ketoacidosis and high blood glucose of 578 mg/dl on (B)(6) 2019. Customer was treated with intravenous fluids. Customer mentioned that insulin pump insulin pump had issue with insulin pump. Insulin pump will not be returned for analysis.